Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a pocket infection requiring explant of the system. It was noted the patient had severe aortic insufficiency and was admitted for tavi of aortic valve. The patient required this revision due to the pocket being infected and needed the system removed since he was getting a valve replacement. No additional adverse patient effects were reported.